Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed for high readings.

Event description:
It was reported that customer is experiencing high and low blood glucose levels. Customer's blood glucose reading ranged between 54-450 mg/dl. Nothing further reported.